Event description:
The customer reported that when they wanted to defibrillate a pt in vf, the test load was attached to the therapy cable and not the defib pads. "No shock advised messages were given as the test load resulted in a flat line.

Manufacturer narrative:
The customer reported that when they wanted to defibrillate a pt in vf, the test load was attached to the therapy cable and not the defib pads. "No shock advised" messages were given as the test load resulted in a flat line. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted after philips obtains more info concerning this event.